Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaws were not up and the silicone jaw boot broke off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will however continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).